Event description:
It was reported that the pt has a progressive number of channels with increasing impedance. The ground path electrode impedance is also elevated. Re-implantation is considered, but not scheduled yet.

Manufacturer narrative:
Conclusion: based on device investigation results and available test measurements whilst implanted, it is assumed that the reported problems were caused by the reference electrode contacts possibly being embedded in bone. The damage found on the active electrode, which is likely caused by minute device mobility, may have contributed to the limited speech discrimination. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient has a progressive number of channels with increasing impedances. The ground path electrode impedance is also elevated.

Manufacturer narrative:
No UDI available. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.